Event description:
It was reported that during testing prior to surgery, it was discovered that the motor device was overheating and getting too hot to hold. There was no patient involvement reported. There were no delays to the surgical procedure as an identical spare device was available for use. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assessment was performed on the device which found that it met all manufacture's specifications. Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.